Manufacturer narrative:
The actual device involved in the incident was not returned for the MFR to evaluate. Without the actual sample, a thorough eval could not be performed. No specific conclusions can be drawn. Although no inventory remained of the reported lot, twenty-five unused samples from current inventory were subjected to a pull test of the catheter to hub joint until failure using a tensile force tester. All samples exceeded the minimum joint separation design specification and passed the pull test. All available info has been provided to the actual MFR, b. Braun medical industries. If the actual device is received, a follow-up report will be filed.

Event description:
As reported by the user facility: during flushing of IV catheter, the saline came out the sides of the hub. The dressing was removed, it was discovered that the catheter was not attached to the hub. IV site was at antecubital space. The catheter was surgically removed, and sent to lab, extracted " a couple of inches" up from the antecubital. Add'l info provided by the facility indicated the pt was discharged and suffered no add'l adverse sequela associated with this incident. The sample is being retained by the risk management department at this time. It is not known if the sample will be returned for eval. No further info is available.